Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one transesophageal echocardiogram (tee) image provided in pdf format. A possible pseudoaneurysm seen in left ventricular outflow tract (lvot). Possible moderate to severe aortic insufficiency noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0012146909); product type: 0195-heart valves product ID l-evolutfx-2329 (unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the devices were inspected prior to use. Before the valve was loaded, the delivery catheter system (dcs) was seen to have capsule damage. The dcs capsule flush port was cracked or broken. A new dcs was used for the procedure. A pre-dilation was performed as standard for the implanting physician, as well as to fracture the patient¿s existing mosaic surgical aortic valve (sav). The valve was successfully implanted, however a dissection in the left ventricular outflow tract (lvot) occurred. Per the physician, the valve caused the dissection however the fracturing of the patient¿s existing sav contributed to the injury. Surgical intervention was necessary to close the dissection, leading to a procedural delay of several hours. The mosaic sav and the evolut transcatheter aortic valve (tav) were explanted during the emergency surgery to repair the dissection, and a new aortic valve replacement (avr) was performed. No additional adverse patient effects were reported.